Manufacturer narrative:
As reported, the echo 2 positioning system portion of the phasix st w/ echo 2 device was inadvertently left in the patient following mesh implant; the patient underwent subsequent surgical intervention for the removal of the echo 2 positioning system. Based on the information provided the reported event is determined to be use related as the instructions-for-use were not followed. Per the instructions-for-use, supplied with the device, phasix st mesh is the only implantable component of the device. The echo 2 positioning system (which includes the frame, center hoisting suture and all connectors) must be removed from the patient and appropriately discarded. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2023 during a robotic ventral hernia repair procedure the surgeon left the phasix st echo 2 positioning system inside the abdomen. It was reported after completion of the case they discovered the positioning system was not removed and the patient was taken back into the or and the echo ps was removed without any further issue. The patient is doing well.